Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 13 months, it was reported that the patient went to emergency due a syncope. During the following interrogation, ventricular threshold values were 4.0v @0.36ms. It was decided to replace the lead on (B)(6) 2015. The lead was reportedly discarded by the hospital.